Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the down button was hard to respond. Customer stated that the insulin pump was rewound slower than earlier and had to do double rewind. Customer stated that the battery cap was chipped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime or fill, rewind, back light and charge battery anomaly due to buttons not responding. Device received with broken battery cap. The p-cap locks into the reservoir compartment properly noted. (B)(4).